Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2500 ohms atrial and ventricular impedance, with output, sensing, and capture anomalies. The EKG noted no pacing output, and the patient's intrinsic signal was not being sensed.